Manufacturer narrative:
Device eval - the eval is not complete. A review of the device history record did not reveal any exception documents. Eval: method - device history record was reviewed. Conclusions: the investigation is not complete. A follow-up report will be submitted when additional info is available.

Event description:
Customer stated the luer connector slipped off during a cerebral angiographic procedure. Procedure was performed without any complication. No harm or injury reported.